Event description:
A customer reported that a system message displayed and the system shut down during a procedure. Additional information provided indicated the system did not completely shut down, as the equipment specialist did a quick start and reprimed, clearing the system message. The case was completed and there was no harm to the patient.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. The system displayed a system message during surgery. The company sales representative was on site and rebooted the system. The system was reprimed and the system message cleared. A review of the system's event log shows that a system message occurred on (B)(6) 2011. The user was performing the fluid air exchange (fax) slew up process when the message appeared. The customer reported event was confirmed. A review of complaints for the last 24 months did indicate one similar report for this system. Based upon a review of the event log, the root cause for the reported system message was rapid, and multiple clicks on the footswitch buttons mapped to "slew commands". The system message was displayed when the system was unable to resolve the commands provided through the footswitch. An internal investigation was opened to address the user interaction issue reported. (B)(4).